Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode. Additionally, noise was noted on this right atrial (ra) lead as well high out of range pace impedance measurements that resulted in a lead safety switch. Boston scientific technical services (ts) was consulted and discussed this was an appropriate sam event due to minute ventilation (mv) oversensing. The patient will be seen in clinic in the upcoming weeks to switch polarity back to the bipolar configuration. Further information was received that this lead was explanted due to a product performance issue. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode. Additionally, noise was noted on this right atrial (ra) lead as well high out of range pace impedance measurements that resulted in a lead safety switch. Boston scientific technical services (ts) was consulted and discussed this was an appropriate sam event due to minute ventilation (mv) oversensing. The patient will be seen in clinic in the upcoming weeks to switch polarity back to the bipolar configuration. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode. Additionally, noise was noted on this right atrial (ra) lead as well high out of range pace impedance measurements that resulted in a lead safety switch. Boston scientific technical services (ts) was consulted and discussed this was an appropriate sam event due to minute ventilation (mv) oversensing. The patient will be seen in clinic in the upcoming weeks to switch polarity back to the bipolar configuration. Further information was received that this lead was explanted due to a product performance issue. No additional adverse patient effects were reported. This lead has been received for analysis.